Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low predicted alarm and suspend alarm on his insulin pump all day. Troubleshooting was performed. No further assistance was required. No additional information provided.